Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via manufacturer representative. It was reported that the doctor refilled the patient¿s pump, and she didn¿t remember the exact volumes, but the actual volume was ¿half a milliliter or so¿ more than expected. It was indicated that the doctor suspected an issue with the patient¿s oral medications, but the doctor planned to perform a dye study just to make sure. No date had been set for the dye study.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that on an unknown date the patient told the physician the pump was overdosing her. No troubleshooting had yet to be performed; however, the physician reduced the dose to 0.5 mg/day. The patient had an appointment scheduled on (B)(6) 2016 where the volume inside the pump was going to be checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.